Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage at inserter / tubing with lot 5294966 regarding item #383536. DHR number 5294966 has been reviewed. No related quality issues or process deviations were found. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
It was reported that leakage occurred. The customer advised that there was an incident with a patient with a faulty IV catheter system. Additional information 4/8/2026: could you please provide a further description of the issue? The tubing was squirting blood out when unclamped at the base of the pigtail where the tubing connects. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. A new IV had to be placed.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.